Event description:
Performed 19 ablations between 1435 and 1525 at 70 watts, 70 degrees celsius temperature, impedance at 80's.at 1615 when procedure completed and grounding pad removed, a reddened area approx 1" x 2" found beneath top of grounding pad. Physician notified and observed skin. Next day the redness was gone, but a 1/2 dime-sized reddened blister was evident. No intervention required. Pt well.